Manufacturer narrative:
Result of investigation: the device was sent to the karl storz assessment and repair department for inspection. During the technical inspection, the error description provided by the customer, "cloudy", could be confirmed. During the examination of the optics, an unknown coating was found on the distal cover glass, which can be removed mechanically. The adhering residue has a negative effect on the image quality. Furthermore, minimal residues are visible in the negative area of the rod lens system, but these do not have a negative impact on the image quality. The distal solder seam is corroded. The residue on the distal cover glass can be removed mechanically. The damage/defects found are due to normal use/wear and tear or inadequate clinical reprocessing. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It has been reported the scope was cloudy. No negative impact in state of health reported.